Event description:
Maude report (B)(4) was received by the synthes complaint handling unit on (B)(6) 2015. A copy of the report is attached to this report. Additional complaint description details have not been obtained. This report is for one unknown drill bit. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown drill bit. Device is an instrument and is not implanted/explanted. Without a part and lot numbers the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.